Event description:
Country of complaint: (B)(6). The needle is bent at the tip. It happened when they took the needle through the tissue extract.

Manufacturer narrative:
U.s. Agent notified on: (B)(4) 2013. Manufacturing site evaluation: samples received: (B)(4) unopened pouches and (B)(4) used needle with piece of thread, without packaging. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. There are no previous complaints of this code batch. (B)(4) units of this batch code in OEM stock at time of evaluation. Used needle bent on the top of the tip. The bending strength of the samples received was tested; results are: bending test result of the samples received at 90 degrees is 10.29 n/cm average. This value is in the current range for this needle. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.